Event description:
It was reported that the sponge of the minicap fell out of the device. The patient stated the packaging of the minicap was not opened or damaged before use and they were stored away from heating and cooling sources. The event was reported before use. No patient injury or medical intervention was reported as a result of this event. No additional information is available. This is report 2 of 17.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 06/20/2014-06/27/2014. The minicap was returned and a device analysis was completed. No abnormalities were identified during visual inspection. The iodine sponge was intact and properly seated within the minicap. Functional testing was unable to be performed as the minicap was received opened. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was unable to be confirmed during sample analysis. Should additional relevant information become available, a follow-up report will be submitted.